Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -9.50/1.0/84 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to significant reduction of iridocorneal angles, glare, and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown. Reportedly, glare reduced a lot, vision better pupil back to normal.

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. (B)(4). Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).